Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that he got the loaner pump because he was having issues with the insulin pump. Customer stated that he went to refill his cartridge and once it starts to load, it keeps going. Customer then gets the alarm. Customer stated that he just woke up. Customer stated that the pump had a loose drive support cap and a missing dome label. Customer stated that the pump was dropped but not in the last 24 hours. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restart error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The insulin pump received with minor scratched lcd window, loose drive support disk, missing end cap sticker, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked lcd window, cracked reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.